Event description:
It was reported that a minicap extended life pd transfer set "broke near the white twist clamp". This occurred during unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. There were evidence of stress lines observed on the occluder legs indicating over torqueing of the twist clamp possibly occurred. There was discoloration to the tubing and the legs which indicate the set was exposed to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. The reported condition was verified. The cause of the condition could not be determined; however, the cause of the damage is most likely due to the combination of cleaning material build up in conjunction with over-torqueing during use. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.